Event description:
It was reported during the laparoscopic cholecystectomy, the surgeon attempted to use the er320 but the instrument would not fire. A second er320 was used to complete the case and there was no consequence to the pt.